Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. At the one year follow up a transesophageal echocardiogram(tee) was performed. The imaging revealed that the device was still well seated and there were no leaks. It also showed there was a thrombus on the shoulder of the device on the limbus side. The thrombus measured 1 cm x 0.6 cm. At the time the patient was only on aspirin. The plan was to put the patient back on an anti-coagulation medication and perform a repeat tee 6 weeks later.